Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1. H3, h6: photo investigation: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed the threaded body was observed broken separated from the screw head. The observed condition was consistent with a torsional failure which is likely due the application of significant torque for during the implantation process according to the matrix orthognathic system guide se_899159 rev. Ab the following warnings are mentioned: these devices can break during use (when subjected to excessive forces or outside the recommended surgical technique). While the surgeon must make the final decision on removal of the broken part based on associated risk in doing so, we recommend that whenever possible and practical for the individual patient, the broken part should be removed. Tighten screws in a controlled manner. Applying too much torque to the screws may cause screw/plate deformation, or bone stripping. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the scr ã¸1.5 self-drill l6 tan 1u I/clip would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to the application of significant torque during implantation. There is no indication that a design or manufacturing issue has caused the reported complaint condition and it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Physical product investigation: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that scr ã¸1.5 self-drill l6 tan 1u I/clip was broken at the screw neck and the threaded body was peeled. White foreign material was identified, most likely being biological residue and the tip is bent. Both fragments were returned. The fracture surface was thoroughly examined and no problems with the material were noted. The observed condition is consistent with a torsional failure which is likely due to the application of significant torque during the implantation process. -these devices can break during use (when subjected to excessive forces or outside the recommended surgical technique). While the surgeon has to make the final decision on removal of the broken part based on associated risks in doing so, we recommend that whenever possible and practical for the individual patient, the broken part should be removed. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the scr ã¸1.5 self-drill l6 tan 1u I/clip would have contributed to the complained device issue was consistent with the reported condition. Based on the investigation findings, the potential cause is traced to the application of significant torque during implantation. There is no indication that a design or manufacturing issue has caused the reported complaint condition and it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device. Product code: 04.503.226.01s-15. Lot number: 65301p6. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 23 may 2025. Manufacturing site: jabil bettlach. Expiry date: 01 may 2035. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that during the surgery on an unknown date in (B)(6) 2026, the screw's cap was broken, all the pieces were removed from the patient. Changed another three to continue the surgery, the same problem happened again. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9, d10. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d4 expiration date, h4, corrected: d4 primary UDI number, g1. H3, h6: photo investigation: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed the threaded body was observed broken separated from the screw head. The observed condition was consistent with a torsional failure which is likely due the application of significant torque for during the implantation process. According to the matrix orthognathic system guide se_899159 rev. Ab the following warnings are mentioned: these devices can break during use (when subjected to excessive forces or outside the recommended surgical technique). While the surgeon must make the final decision on removal of the broken part based on associated risk in doing so, we recommend that whenever possible and practical for the individual patient, the broken part should be removed. Tighten screws in a controlled manner. Applying too much torque to the screws may cause screw/plate deformation, or bone stripping. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the scr ã¸1.5 self-drill l6 tan 1u I/clip would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to the application of significant torque during implantation. There is no indication that a design or manufacturing issue has caused the reported complaint condition and it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device. Product code: 04.503.226.01s-15, lot number: 65301p6, it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 23 may 2025, manufacturing site: jabil bettlach, expiry date: 01 may 2035. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.